Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
The orsiro drug-eluting stent system was selected for the treatment of a severely calcified lesion in the rca. After pre-dilatation the target lesion could not be crossed and the orsiro was withdrawn. Further pre-dilatation was conducted. Upon the attempt to re-insert the orsiro stent system it was noted that there was no stent on the balloon. A control angiography confirmed that the stent was dislodged inside the patient. Thus the patient was transferred to another hospital and the stent was retrieved by using a gooseneck snare.